Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The technical support specialist (tss) verified my quick link and identified that the key was stored at cubie 03 16, but the key item was not enabled, causing the medication issuance workflow to miss the key retrieval step. Customer confirmed that the medication could be taken through stat. Tss called the pharmacy and reported that the key had not been configured as a key item in the system settings. The pharmacy acknowledged the issue and stated they would relay the information to the person in charge to prevent future recurrence. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer was failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.